Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The hcp stated that the pt had a pre-surgical intrathecal drug trial in 2006 that lasted four days. The trial was successful and the drug and dose from the trial were used for the initial pump settings. Prior to implantation, pump warming was performed and the pump was fully aspirated. The pump was filled with preservative free morphine sulfate (15 mg/ml) at a dose of 1.001 mg/day. The pump was programmed by the manufacturer's representative. No additional therapeutic bolus was given. The catheter tip was placed at the t11/t12 position. Mac and local anesthesia was used during surgery. Lortal (7.5 mg/tab) was given for breakthrough pain post-operatively. The pt was monitored after surgery and had an uneventful overnight stay in the hospital. The programming strips were reviewed and no anomalies were detected. The hcp reported the pt died within 48 hours of the implantation of a drug pump and catheter system. The hcp and coroner reported the cause of death was congestive heart failure. A preexisting health condition. The cause of death suggests that the death was not device related. Additional information has been requested from the hcp, but was not available at the time of this report.